Manufacturer narrative:
The biomedical engineer (bme) reported that they had two central nurse's station (cns) that were in communication loss while being monitored. No patient harm was reported. Nihon kohden technical support found upon review that the (2) cns's that were in communication loss was because the host1000 application was turned off on the host server for the .40 segment. According to the server logs, at 10:33am, someone logged off the server and this is what caused the communication loss. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4)

Event description:
The biomedical engineer (bme) reported that they had two central nurse's station (cns) that were in communication loss while being monitored. No patient harm was reported.